Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited failure to capture due to high capture threshold and noise. The ra lead was capped and replaced with the new lead on (B)(6) 2025. The patient was stable throughout.